Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator did not communicate with the merlin programmer. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information states that the device was at end of life. There was no malfunction alleged. The patient was stable.